Manufacturer narrative:
The lead was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this left ventricular (lv) lead, the guidewire became wedged/kinked in the lead and was unable to move until the lead was removed from the body. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.